Event description:
Patient came in as an outpatient for an elective cardioversion. Registered nurse (rn) applied defibrillator pads anterior and posterior. Pad placement confirmed by md. Procedure completed. When shock was delivered by md, both md and rn heard a popping sound and smelled burning. Pads were removed and along the perimeter where the pads were there was a thin burn present. Md was at bedside and visualized patient's skin.